Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2023 by the archives of orthopaedic and trauma surgery, titled ¿influence of sportive activity on functional and radiographic outcomes following reverse total shoulder arthroplasty: a comparative study. Archives of orthopaedic and trauma surgery". The study reviewed sixty-one (61) patients who underwent reverse total shoulder arthroplasty (rtsa), to address acute humeral head fracture, posttraumatic arthritis, primary osteoarthritis, cuff tear arthropathy, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, one (1) patient experienced dislocation/instability. Source: geyer s, siebler j, eggers f, et al. Influence of sportive activity on functional and radiographic outcomes following reverse total shoulder arthroplasty: a comparative study. Archives of orthopaedic and trauma surgery. 2023;143(4):1809-1816.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.